Manufacturer narrative:
(B)(4).

Event description:
It is reported that debris was noticed on the shell after opening the implant. There was no risk or harm to patient as the shell was opened away from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed since no debris was found in the returned product. Device history record was reviewed and no discrepancies were found to be related with this event. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.